Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿, the gel separator did not form properly. The samples were recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Based on the customer verbatim, the tubes were used off label as the rpm was not set correctly. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿, the gel separator did not form properly. The samples were recollected. There were no other health consequences or impacts reported.